Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an ¿f101¿ error message. This error message occurred twice during the procedure. The user tried shutting the monitor down, then rebooting, but the same error was observed. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.